Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was calibrated and the kilovolt outputs were checked. The c-arm drive assembly needs to be replaced. No add'l service info was provided.

Event description:
The customer reported that the 9600 system needs to be calibrated and that the c-arm was not rotating properly. No pt injury was reported.